Event description:
The reporter indicated that high vault in patient eye (os) was obeserved. No issue with iop. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).